Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that the patient has had a history of the wrong concentration of drug being put in the pump. It was unknown when this was. No symptoms were reported. The patient's weight was unknown. The patient's medical history included cervical spinal cord injury. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the wrong concentration of drug being put in the pump has been resolved. The patient's weight was unknown. No further complications were anticipated/reported.